Event description:
On (B)(6), customer reports via phone to product monitoring that during a cystoscopy procedure on a female patient, the table moved toward the physician on its own without movement being initiated by the customer. Table was moved with the use of the hand switch to the intended location and procedure was able to be completed without incident. There were no injuries to the pt or staff to report.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.